Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted january 10, 2020.

Manufacturer narrative:
This report is submitted on 22 october, 2019.

Event description:
Per the clinic, the patient experienced a subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.